Manufacturer narrative:
(B)(4). The known cause of this alarm is the disconnection of the patient line from the transfer set due to an incomplete connection made by the patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line disconnected from the transfer set due to an incomplete connection made by the patient. The technical service representative assisted the patient with ending therapy and reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.